Event description:
Reporting status: death/medical intervention. Reporting rationale: dislodged stent left free floating in the pt's coronary, subsequent death. Device issue: stent dislodgement. It was reported that during the procedure, a 2.5x18mm mini vision stent was implanted at a marked bend jailing a diagonal branch. A dissection was noted distal to this newly deployed stent. A 2.5 x 23 mm mini vision stent delivery system (sds) was advanced but would not cross pass the previously implanted stent to treat the dissection. The sds was removed completely from the pt. On the second attempt to advance the, 2.5 x 23 mm mini vision sds, the stent dislodged from the balloon. An attempt to retrieve the dislodged stent was unsuccessful. The dislodged stent was left free floating in the pt's coronary. The pt was not able to tolerate the ongoing infarction and subsequent cardiac arrest and the pt died. No add'l event or pt info is available.

Manufacturer narrative:
The 2.5 x 18 mm mini vision sds mentioned in the event description is being filed under another MFR# 2024168-2008-00516. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood visible on the balloon and on the shaft. There was no contrast visible. The stent implant was not returned. The balloon was tightly folded and the distal balloon taper was slightly bunched. There were crimp marks on the balloon and between the markers. The protective sheath was not returned. There was no other damaged noted to the sds. Product performance engineering reviewed the incident info and analysis of the 2.5 x 23 mm vision sds. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The heavily tortuous anatomy and moderately calcified lesion likely contributed to the reported difficulties. Additionally, stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. Based on the reported info, the stent became detached from its balloon and was lodged half in the distal end of the guiding catheter and half in the left main artery. The dislodgement may have resulted from an interaction / resistance between the mounted stent and the tip of the guiding catheter during retraction of the device; however, this cannot be confirmed. Analysis of the 2.5 x 23 mm sds noted blood visible on the balloon and shaft and the distal balloon taper was slightly bunched. This is consistent with the reported info that the sds was advanced inside the body. It was confirmed that the stent implant had dislodged from the balloon, however, crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Although a conclusive root cause cannot be determined for the stent dislodgment, there does not appear to be a product quality issue. The manufacturing lot history record was reviewed for the 2.5 x 23 mm mini vision and there were no non-conforming material reports issued for this part/lot number combination. This MDR is considered closed by the product performance group.